Event description:
A surgery coord reports a pt has decreased visual acuity 12 yrs following intraocular lens (iol) implant surgery. The surgeon reportedly observed deposits on the anterior surface of the iol, of unk etiology. The surgeon plans to try and remove the deposits with lens rinsing and/or peeling this material from the lens. Also noted was the pt has had a previous yag procedure and pt has an opening in the posterior capsule. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 02/11/2008, 02/13/2008, 02/025/2008 and 02/26/2008 by mail, fax and phone. A completed questionnaire has not been received. A site visit was conducted by clinical science in 2008. It was reported the iol looked clear and the deposits appeared to be on the lens and not in the lens. This report was mailed to FDA on: 03/06/2008.